Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the event unit was not closing correctly. Based on the condition of the returned unit, it is likely that the reported event was caused by variations in the blade profile that occurred when the blades were being manufactured. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Dr. [Name] (general surgeon) has experienced malfunctioning scissors again. 1x cb030 lot 1379246 and 2x lot 1382189 were opened and tested. They are not closing correctly and are described to be stiff and get stuck. These 3 scissors are available to be returned. Intervention: unknown. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Dr. [Name] (general surgeon) has experienced malfunctioning scissors again. 1x cb030 lot 1382189 were opened and tested. They are not closing correctly and are described to be stiff and get stuck. These scissors are available to be returned. Patient status: no patient injury.